Manufacturer narrative:
(B)(4). Pump received with partially broken retainer and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. Unit passed displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring broken. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.